Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level over 600 mg/dl. Reportedly, the user did not address bg level and stated that they would revert to manual injections until they obtain more infusion sets. During troubleshooting with tandem's technical support, it was noted that there were very tiny air bubbles in the tubing.